Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). Patient reported getting the "cannot provide your desired intensity settings" screen on her programmer. Manufacturer representative (rep) set up meeting to check on device and performed an impedance check on (B)(6) 2020. Electrodes 9,10,11,12, and 14 were 40,000. Patient reported a fall back in (B)(6). Rep attempted to reprogram around impedance issues with little success. Informed managing doctor of impedance issues. The issue was not resolved. No patient symptoms were reported.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that no diagnostics/imaging had been done since speaking with technical services on (B)(6), 2020 to determine if any device issues could be identified. It was indicated that a lead revision was planned at an unknown date. It was indicated that the patient¿s weight back in (B)(6) 2020 was unknown and would not be made available. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical product: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 product type lead product ID 977a260 lot# serial# (b0(6) implanted: (B)(6) 2019. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported information previously reported on (B)(6) 2020 and added that when the impedances were checked in (B)(6) 2020, contacts 8-15 were all >40,000 ohms. On (B)(6) 2020, they met with the patient again to check impedances and reported that the middle of the lead was fine with respect to impedances, so the impedances were changing based on body position. No symptoms reported. The rep stated that the fall the patient had in (B)(6) 2020 was likely the cause.